Event description:
It was reported that during routine follow-up, it was noted that the left ventricular lead had dislodged. Fluoroscopy confirmed that the lead had pulled back into the atrium. The lead was explanted and replaced. The patient was in satisfactory condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.